Event description:
It was reported a balloon ruptured at five atmospheres during the first inflation of an aorto-iliac angioplasty of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. This device was returned, evaluated and retained by this MFR. The engineering evaluation indicated the shaft under the balloon was bowed. Microscopic examination revealed a pinhole leak located in the proximal transition zone five millimeters proximal to the radiopaque marker. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with overpressurization, a bowed shaft, as well as contact with a sharp external source, scratches on the balloon surface. Also co f/u revealed this was used in a calcified lesion. Therefore, co believes these factors contributed to this event and do not attribute it to the device. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."